Event description:
It was reported during an order that: "for the 2 screws that failed to be installed, a declaration of material vigilance was made to the ansm" it's also reported that the screwdriver is broken.

Manufacturer narrative:
Correction: refer to d4-lot #. The reported event could be confirmed. The device inspection revealed the following: the tip of the device was found broken, thus confirming the reported event. The breakage surface was analyzed and the rubbing zones were identified. Most of the remaining surface presents shiny regions, a typical feature of the fatigue fracture. A review of the device history for the reported lot was performed. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure is due to normal wear. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported during an order that: "for the 2 screws that failed to be installed, a declaration of material vigilance was made to the (B)(6)". It's also reported that the screwdriver is broken.